Manufacturer narrative:
This report is submitted on september 28, 2022.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2022 due to poor magnet retention. The implanted device remains.